Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Claim # (B)(6).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -14.00/+1.0/074 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise (va was 20/400) and blurred vision. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The patient is doing well.

Manufacturer narrative:
H3) device evaluation: the lens was returned in liquid in a vial. Visual inspection found haptic torn to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found one haptic torn. Claim # (B)(4).